Event description:
This case was acquired from (B)(6) journal of orthopaedic surgery & traumatology. The patient had a variax clavicle plate. After the operation, the dislocation of acromioclavicular joint was seen. (Case2)

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.